Manufacturer narrative:
(B)(4). Source: (B)(6). Multiple reports were submitted along with this report 0001825034-2022-00947, 0001825034-2022-00948 . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was damaged. No adverse events have been reported as a result of the malfunction and attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, h1, h2, h3, h4, h6, h10 visual evaluation of the returned product identified damage to the sterile packaging (blister). Sterility has not been compromised. Reported event was unable to be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage, and a packaging design issue. A corrective action has been previously raised to implement improved packaging changes that were determined as part of the corrective action. These packaging changes will reduce the number of transit related packaging damage events. Upon investigation, it has been determined that the sterility has not been compromised and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.